Event description:
It was reported via repair work order that the stretcher was zooming unintentionally fast due to a malfunctioning load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.